Event description:
It was reported that the pta balloon could not be removed from the sheath. The doctor was performing a run off with angioplasty, right sided. This was a cross over procedure and the intended site was the sfa. He was using a 5f sheath and a 0.035 wire. The balloon was inflated once to 20 atms. When he gave it negative pressure and tried to pull it out, it became stuck in the sheath. The sheath and the balloon were removed together. No reported injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the qc testing. This lot met all release criteria. The catheter sample was returned inside the 5f cook raabe introducer. The sheath had detached from the introducer hub and was accordioned at the proximal end. The balloon was stuck inside the sheath, with approx 36cm of the catheter extending from the broken sheath, but none protruding from the distal end of the sheath. In an attempt to remove the introducer shaft from the catheter, excessive force had to be applied and the sheath severed again, leaving the wire braiding around the catheter shaft. The braiding was removed, leaving marks on the catheter shaft. While removing the sheath, the catheter shaft was damaged approx 3" and again approx 10" into the shaft from the proximal glue joint. Visual examination and DHR review were performed, however, due to the damage to the catheter shaft (inflation/deflation lumens) during removal of the existing introducer, the balloon could not be inflated/deflated properly in order to perform introducer passage through the introducer used during product validation (5f terumo, 10cm). Unable to perform functional eval in the form of introducer passage test due to the excessive damage to the catheter during removal of the existing introducer, therefore, unable to properly evaluate the reported experience. The result of the eval is confirmed, root cause is unk. The current IFU states: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentile counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath.